Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and reddish material was observed inside the pebax, and no exposed parts were observed. Then, during a deeper visual inspection, a rupture in the pebax was observed. Magnetic sensor functionality was tested on carto and the catheter was properly visualized; no errors were observed. The force sensor feature was tested and it was working properly; the force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device however, this cannot be conclusively determined. Manufacturer¿s ref. #: (B)(4).

Event description:
It was reported a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a rupture in the pebax of the thermocool® smart touch® sf bi-directional navigation catheter during returned product analysis. The customer reported that during the procedure, while performing ablation the contact force value suddenly showed over 100g value. The physician stopped ablation and the contact force value was normal again (under 10g). When the physician started ablation again, the contact force value jumped again to 80-90g. It was impossible to see correct contact force value during ablation so customer had to replace the thermocool® smart touch® sf bi-directional navigation catheter. After replacing the thermocool® smart touch® sf bi-directional navigation catheter, everything worked fine. No patient consequences were reported. The customer¿s reported issue of ¿high force values¿ is not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death or serious injury, or significant adverse event is low. On 1/30/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found ¿reddish material in the pebax sleeve, however, no internal parts exposed.¿ this initial finding was assessed as not MDR reportable since the potential that it could cause or contribute to a death, serious injury or other significant adverse event is remote. On 3/7/2019, during a second visual analysis, a deeper inspection found a ¿rupture in the pebax.¿ this finding was reviewed and assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on 3/7/2019, and reassessed this complaint as MDR reportable.